Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the catheter shaft. Partially circumferential splits were observed between the 22cm and 23cm depth markings, between the 28cm and 29cm depth markings, and between the 29cm and 30cm depth markings. The splits occurred within permanent kink impressions. The sample kinked preferentially at the split sites during manual manipulation. Microscopic inspection of the splits revealed inward curing, dully granular fracture surfaces. Material buckling and discoloration were observed in the vicinities of the splits. The split features were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may cause cracks to gradually form and propagate.

Event description:
It was reported that this patient had the catheter placed on (B)(6) 2020. The catheter was removed on (B)(6) 2021 after treatment was completed. Three crevasses were found with the removed catheter. The catheter was used for 4 power injections. The drug solutions infused in the patient include: patient complaint: ewing sarcoma of right kidney for over 1 year treatment: (B)(6) 2020 to (B)(6) 2020, 1st ~4th cycles of vac regimen chemotherapy (vincristine 2mgdl + doxorubicin 140mgdl + cyclophosphamide 2200mgdl, ivtt q3w); the 5th cycle of vac regimen treatment after (B)(6) 2021; (B)(6) 2021 and (B)(6) 2021: 6th and 8th cycles of vdc regimen chemotherapy (vincristine 2mgdl+ actinomycin d 2mgdl+ cyclophosphamide 2200mgdl ivtt q3w); radiotherapy from (B)(6) 2021 to (B)(6) 2021, a total of 25f; (B)(6) 2021 and (B)(6) 2021: 7th and 9th cycles of vc regimen chemotherapy (vincristine 2mgdl + cyclophosphamide 2200mgdl ivtt q3w) were performed.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1169 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that this patient had the catheter placed on (B)(6) 2020. The catheter was removed on (B)(6) 2021 after treatment was completed. Three crevasses were found with the removed catheter. The catheter was used for 4 power injections. The drug solutions infused in the patient include: patient complaint: ewing sarcoma of right kidney for over 1 year treatment: september 11, 2020 to december 26, 2020, 1st ~4th cycles of vac regimen chemotherapy (vincristine 2mgdl + doxorubicin 140mgdl + cyclophosphamide 2200mgdl, ivtt q3w); the 5th cycle of vac regimen treatment after january 27, 2021; march 11, 2021 and june 16, 2021: 6th and 8th cycles of vdc regimen chemotherapy (vincristine 2mgdl+ actinomycin d 2mgdl+ cyclophosphamide 2200mgdl ivtt q3w); radiotherapy from march 17, 2021 to april 21, 2021, a total of 25f; april 14, 2021 and july 17, 2021: 7th and 9th cycles of vc regimen chemotherapy (vincristine 2mgdl + cyclophosphamide 2200mgdl ivtt q3w) were performed.